Event description:
A doctor reported that following an intraocular lens (iol) implant procedure, a linear foreign material was found on the iol surface after implanting. Since there were multiple cases of the problem. They request to find out whether the coating of the cartridge has been changed. They also would like to know whether something has happened to the iol or if there were other elements such as a problem with the cartridge or a problem with the compatibility of company device and the cartridge. An investigation result on the cartridge is also requested. The surgery was completed after carefully performing irrigation and aspiration (ia) to clean it. The sample is not available for return. Additional information has been requested and received that the surgeon suspected the possibility of the coating material in the cartridge.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).